Event description:
Worker reported a burning and stinging sensation on three fingers of her left hand. The worker stated the exposed area was white in color. The peroxide contact occurred when the worker touched a processed peel pack which had moisture on the pack. The worker reported that she flushed her hand with a large amounts of water and did not seek medical attention. The next day, the worker called back and stated her symptoms resolved within twenty four hours. The vaporizer plate was not in place when the event occurred. The facility stated they have the plates and will install them on their machines.